Event description:
Complainant alleged that while responding to a male pt (age unk) who was pulseless and not breathing, stat-padz multi-function electrodes were attached to the pt and four shocks were delivered. The pt then converted to a non-shockable rhythm, a four lead ECG cable was then attached and pacing was attempted, however, the pt's heart rhythm could not be captured. The medics then switched back to defib mode and observed an "ECG lead off" and "check pads" message. The medics then removed and reapplied the posterior electrode and the device displayed a "check pads" message and the ECG heart rhythm was not displayed. A second set of electrodes were applied and the same results were received. At this point CPR was being performed and a second m series defibrilator was obtained and therapy was continued. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.